Event description:
This infusion set was missing the safety locking cap from the stop cock assembly. This malfunction was identified prior to patient use and there was no reported harm. An evaluation of the unit was performed and the customer's complaint was confirmed. The unit was returned to the supplier for root cause analysis and at this point, the preliminary investigation results have determined that this failure was an operator/assembler error. If further information is received that contradicts this information, then a follow-up report will be submitted. Based on respironics labeling, the use of this device would also include additional safety features, however this type of malfunction could potentially cause or contribute to a death or serious injury if it were to recur.